Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes (ou) at a 2-week post-operative exam. A brief description from the surgery center indicated the patient had extreme light sensitivity. The patient¿s comments were that both eyes feel burning frequently and the left eye feeling of foreign body sensation. The patient states vision is fine. Topical steroids were increased to treat the symptoms. Bcva from (B)(6) 2018: right eye post-op 20/20 -.50 x -.50 x 5, left eye post-op 20/20 -1.75 x -.50 x 0. This report is for the visx laser equipment. A separate report will be submitted for the intralase equipment.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.